Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: please confirm that the clip would not hold the tissue. How many clips had been fired? Did any clips fall into the patient? If yes how were they removed? Were any of the clips malformed and if so what shape were they? Did the device feed properly? Did they do a cholangiogram? Were there any other clips or staples present in the area?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip closure failed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.